Event description:
A surgeon reported via the medwatch program, that one day following an uneventful cataract surgery, the pt presented with excessive inflammation and corneal edema. The pt was started on a corticosteroid every 30 minutes and after five hours, the pt's vision was stable and the inflammation was slightly improved. The pt was diagnosed with toxic anterior segment syndrome (tass). The corticosteroid was continued every hour and one day later, the pt was seen and her vision was improving with clearing of the cornea and inflammation. The corticosteroid was decreased to four times daily and the pt was seen three days later with continued improvement of her edema and inflammation. Additional info was received from the surgeon, who reported the event has resolved. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts were made to obtain additional info and a completed questionnaire was received on (B)(4) 2012. (B)(4).